Event description:
The customer reported that the unit was unusually slow to power up.

Manufacturer narrative:
The customer reported that the unit was unusually slow to power up. The device was evaluated at philips, and the symptom was confirmed. Replacing the power pca resolved the issue.